Event description:
At about 3 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted a spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21-11-2024. Lot 1901138a: (B)(4) items manufactured and released on 12-12-2019 expiration date: 2024-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Additional components involved in the event: batch review performed on 21-11-2024. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 1905791: (B)(4) items manufactured and released on 22-10-2019 expiration date: 2024-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0097 metal humeral head ø54 (k170910) lot 1903167: (B)(4) items manufactured and released on 12-08-2019 expiration date: 2024-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0134 hc pegged glenoid ø52 (k170910) lot 181492: (B)(4) items manufactured and released on 13-06-2018 expiration date: 2023-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0183 short humeral diaphysis - cementless - (B)(4) (k180089) lot 1905769: (B)(4) items manufactured and released on 18-09-2019 expiration date: 2024-08-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.